Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The product has been received for analysis. This report will be updated upon completion of analysis. The returned electrode was thoroughly inspected and analyzed. Microscopic inspections of the terminal pin assembly and electrode body found benign damage near the proximal sensing electrode. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensed muscle noise. The vector was reprogrammed to primary which had resolved the oversensing. Approximately three months later, the patient received another inappropriate shock also due to oversensed muscle noise. This system was explanted and a transvenous implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensed muscle noise. The vector was reprogrammed to primary which had resolved the oversensing. Approximately three months later, the patient received another inappropriate shock also due to oversensed muscle noise. This system was explanted and a transvenous implantable cardioverter defibrillator (ICD) system was implanted. No additional adverse patient effects were reported.